Event description:
I used renu moisture loc contact lens saline solution from 6/2/06 through 10/06. I was hospitalized & diagnosed with fusarium keratitis - I am presently taking anti-fungal therapy and will have corneal transplant surgery. Vision in left eye impaired by 70%.